Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has the charge the ins every day. The patient said they met with a manufacturer representative before (B)(6) 2018 and they were going to fix it so the patient only had to charge once a week. The patient was directed to their healthcare professional. No symptoms were reported. No further complications were reported/anticipated.